Manufacturer narrative:
Product evaluation: the complaint is not confirmed because the device was not returned for evaluation and no photos were provided. Investigation description a DHR review was performed and no deviations or ncrs were found to be initiated for lot# 230973. Risk assessment per fmea risk-0029 rev. 02, the complaint may be associated with the following potential failure mode: potential failure mode 1: user fails to follow recommendations of abandonment; 1) if no descent (progress) of the head occurs after 2 tractions. 2) if delivery is not achieved or imminent after 4 tractions, or 3) if the vacuum cup detaches ("pops-off") twice. Potential effects: excessive attempts lead to fetal or maternal injury. Potential failure mode 2: user fails to establish appropriate level (450 - 600 mmhg) of vacuum potential effects: the device disengages/pops off the fetal head. Potential failure mode 3: user creates vacuum but fails to exclude any maternal tissue potential cause: failure to exclude any maternal tissue causes cup detachment/pop-off. Harm 1: hematoma severity: 4 potential cause: lack of attention, not qualified personnel probability of occurrence: 1 risk is considered "monitor". Harm 2: abrasion severity: 2 potential cause: lack of attention, not qualified personnel probability of occurrence: 1 risk is considered "acceptable". Harm 3: fracture severity: 3 potential cause: lack of attention, not qualified personnel probability of occurrence: 1 risk is considered "acceptable". Harm 4: laceration severity: 3 potential cause: lack of attention, not qualified personnel probability of occurrence: 1 risk is considered "acceptable". Harm 5: death severity: 5 potential cause: lack of attention, not qualified personnel probability of occurrence: 1 risk is considered "monitor". Root cause analysis a root cause could not be confirmed because the device was not returned for evaluation. User error and device malfunction cannot be ruled out as potential root causes.

Event description:
In customer words: "hello, we have a customer that has called me about some issues while using the kiwi. They are long time users of the product. They recently have had three babies that have had lacerations on the scalp caused by pop offs. This seems most likely caused by provider not following the vacca 5 step process. We are working on setting dates for a education workshop for the staff. We hope to have that completed in the next few weeks. My question is, should I fill out a complaint form? I have the lot number, but they discarded the kiwi (s) that were involved in the deliveries." "Dr used kiwi for an operative delivery. Dr experienced a pop-off and the result of the pop-off was a laceration to the infant scalp. This happened on three different occasions with three different kiwis all from the same lot number."